Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/14/2021. H.6. Investigation: bd received 10 samples and a photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for abnormal gel separation with the incident lot was not observed. The photograph was reviewed showing underfilled tubes post centrifugation, with gel separation as expected for an underfilled tubes. The provided photograph indicate significantly underfilled tubes. The draw volume for this product is 8.5ml. The photograph indicates an intact barrier formation. To further investigate, 4 customer samples were drawn with horse blood, mixed, stood at room temperature for 30 minutes, before being centrifuged at 1862 rcf for 10 minutes, using an mse mistral 1000 centrifuge. All 4 tubes were found to have good gel separation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced poor separator movement. This event occurred three times. The following information was provided by the initial reporter. The customer stated: the sample collection is done in a clinic and sent to the customer's laboratory for analysis. After centrifugation, customer observed that the gel was sitting above the blood fraction.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced poor separator movement. This event occurred three times. The following information was provided by the initial reporter. The customer stated: the sample collection is done in a clinic and sent to the customer's laboratory for analysis. After centrifugation, customer observed that the gel was sitting above the blood fraction.